Event description:
Healthcare professional reported a right side "seroma-late and capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late and capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late and capsular contracture baker grade unknown.